Manufacturer narrative:
Of the two devices, one lot number was provided and lot history review was performed. The devices were not returned to the manufacturer for evaluation; however, medical records were provided and reviewed for both malfunctions. The investigation is confirmed for perforation of the inferior vena cava for both malfunctions. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
A review of the reported information indicated that model ec500f vena cava filter allegedly experienced perforation. This information was received from various source. The malfunction involved a patient with no known impact to the patient. The female patient was (B)(6) year old. The male patient was (B)(6) year old. Weight was not provided for both patients.